Event description:
It was reported that the user experienced a low blood glucose event while using the ilet bionic pancreas, with a reported reading of 52 mg/dl after having received microdoses per the bionic report; the user treated with oral glucose and later observed a sensor glucose of 220 mg/dl during the call, and a confirmatory fingerstick was not available. Symptoms included hypoglycemia. Outcomes included transient low glucose that was self-treated without hospitalization. Investigation included review of device data by the agent and user interview for event details and troubleshooting. Investigation of this case revealed no device malfunction was identified and the specific cause of hypoglycemia remained unclear, with microdosing noted but not confirmed as causal. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.